Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges headaches. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received, and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged inquiry on sound abatement foam. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, manufacturer observed an unknown dust contaminant on the flip door, top enclosure, rear panel, ui panel, bottom enclosure, blower box, blower, and blower seal. Pil observed black hairlike contaminant on the flip door, top enclosure, ui panel, rear panel, bottom enclosure, and blower. Evidence of sound abatement foam degradation/breakdown was not observed. Manufacturer confirmed no presence of degraded sound abatement foam using a fitt. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.